Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred during basal delivery. There was no impact to the customer's blood glucose. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy.